Event description:
Pt had a demand pacemaker implanted in 1984; apparently was not pacer dependant. Pt began having an odd sensation in his chest muscles. A pacer check revealed increasing impedance and malfunction of the pacer. Since the devices were over 13 yrs old, his dr decided to replace them. During surgery, it was evident that the insulation was fractured along the active lead in 2 places with corrosion of the lead itself between the 2 areas. The dr felt this was likely the cause of the malfunction. Since there was no injury to the pt and because of the age of the devices, facility felt this could be a voluntary report. The leads were capped and abandoned at the site.